Manufacturer narrative:
Patient weight and gender requested, information not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to an outside hospital with stroke like symptoms. The outside hospital was unaware if the pump was on when the patient arrived. The patient was connected to the power module and the pump restarted. They were then transferred to their home hospital. It was reported that the system controller was exchanged. Log file review showed multiple pump off, wrong time and dates, and controller clock not set alarms. Log file review showed the pump was running at set speed of 5500 revolutions per minute (rpms) at the start of log files, 0:02:38. The controller clock corrupt message was present in the log so the time noted may not be correct. There were power cable disconnects along with the batteries being depleted of power. At that time, it appeared the pump was being supported by the controller's internal battery and still running until the batteries depleted and the pump stopped. On (B)(6) 2023, the pump was re-started, and it appeared to be functioning as intended at this time. The log ended on (B)(6) 2023 at 20:03:53. The controller clock was reset.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a clock reset that would have resulted from full battery depletion and would have caused the pump to stop; however, the cause of the full battery depletion could not be conclusively determined through this evaluation. The report of suspected pump thrombus was unable to be confirmed as no images were provided for review and the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-010030. A direct correlation between mlp-010030 and the reported events could not be conclusively established through this evaluation. The patient presented on (B)(6) 2023 to an outside hospital with stroke-like symptoms. Stroke and pump thrombus were suspected. The hospital was unaware if the pump was on when the patient arrived. It was noted that the controller clock reset alarm was active. The pump was connected to a power module and started. The patient was then transferred to their home hospital. The submitted log files were reviewed and found that the controller clock corrupt flag was active for at least approximately 10 days due to the timestamp being invalid; refer to the controller investigation regarding this finding (related manufacturer report number: 2916596-2023-00939). A no external power alarm was captured due to a double power cable disconnect event. The pump was appropriately powered by the system controller's backup battery until external power was restored via external 14-volt batteries; refer to the controller investigation regarding this finding. Low power advisory alarms were captured that progressed to low power hazard alarms and then to no external power alarms as the external 14-volt batteries were completely depleted. The system controller's backup battery powered the system until it too depleted and the pump stopped. The controller and pump restarted after an unknown amount of time when the controller was connected to a power module. The pump operated at the set speed without issue while the controller was powered. The system appeared to be operating as intended, and there were no other notable pump-related alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 2 ¿system operations¿ of the IFU states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 ¿living with the heartmate 3¿ (under ¿sleeping¿) provides instructions for preparing to sleep and instructs the patient to always connect to the mpu when sleeping (or when sleep is likely). ¿if you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms.¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern for pump thrombosis. Related manufacturer report number: 2916596-2023-00939.